Event description:
The facility reports, the patient was lifted from the toilet with the lifter and moved over the threshold into the corridor. The right leg of the lift went away from the chassis and the hoist tumbled over to the right side. The patient's wheelchair was behind him and the patient fell onto the edge of the chair. The patient sustained grazes to the left side of the upper body, but no treatment was needed.